Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4)

Event description:
A customer reported frequent bleeding is occurring during lasik procedure on several patients. Upon follow up, site started to notice bleeding was occurring since switching to the new plastic cones. Bleeding occurs during flap creation. Phenylephrine is used to clot/stop the bleeding.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of complaint. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be identified conclusively. (B)(4).